Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a design history record (DHR) review, a search for similar complaints, and a review of labeling. Return material was not available. Per the customer provided information, the customer was not wearing safety glasses. The DHR review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, was identified. Concomitant medical product: architect hiv ag/ab control ln 4j27-12, lot unknown architect i2000sr analyzer, ln 03m74-02 sn (B)(4).

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
During the preparation of the running the quality controls, the lab technician accidentally sprayed on the hiv positive 2 qc into their eye, of the architect hiv ag/ab assay. The technician was not wearing safety glasses when the event occurred. Their eye was rinsed with eye drops. No additional information was provided. There was no adverse impact to the technician reported.